Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had been having unexplained low blood glucose. Customer's blood glucose was 38 mg/dl. Customer's blood glucose at time of call was 211 mg/dl. Customer treated his low blood glucose with a cupcake. After troubleshooting, customer was advised to contact his healthcare professionals regarding the low blood glucose. Customer will not be returning the device for analysis.